Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2012 (type ii bone) in site (B)(4). Primary stability was achieved. Osseointegration was not achieved. The clinician reports that the implant failed to integrate to the bone. The implant was removed on (B)(6) 2012. The patient was asymptomatic. Medical history: diabetes mellitus, xerostomia, smoker and a mouth breather.